Event description:
Customer alleged receiving a result of in the 800's mg/dl when performing blood glucose test on the advantage system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". The customer reported having no symptoms and did not treat/act on result. No serious adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.